Manufacturer narrative:
D9 - date returned to mfg: 11/29/2023. One device was returned for evaluation. Visual inspection revealed a scratched lens, worn downstream occlusion (dso) seal, and cracked battery compartment. Event history log confirmed a ¿high alarm displayed: air in-line detected¿ alarm message occurred. Functional testing could not replicate the air in-line error; however, error code 46510 was able to be replicated. The most probable root cause for the error code 46510 was determined to be the pwa board not operating as intended intermittently. The error code was cleared. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that during use, the device exhibited error code '46510'. And error for 'air in the line', and load v5 software. Per the reporter, there were no patient adverse effects.